Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined the telemetry was acceptable. : product ID 3889-33 lot# va1sg9d serial# implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1sg9d, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that patient did not have any adverse signs or symptoms from the therapy. When impedance was checked, several electrode configurations were over 4000 ohms. Pulse width was increased to 300 but the same impedance was measured. Voltage was increased to 2v and same impedance measured as well. The doctor first removed the ins and connected the lead to a new one, but the same impedance was measured, so the lead was removed and a new lead implanted which resulted in normal limits with new lead and ins. No further complications were reported.